Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited low pacing impedance measurements less than 200 ohms. There was also noise reported. The device planned to be reprogrammed until the lead was able to be revised. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that damage to the lead was confirmed via fluoroscopy. A revision procedure was performed and the ra lead was surgically abandoned. No additional adverse patient effects were reported.